Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that the ins was eroding and they removed it, waited six weeks and will be placing the latest ins model today. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3487a-33 product type lead product ID 3487a-33 product type lead product ID 3487a-33 lot# v012126 implanted: (B)(6)2006 product type lead product ID 3487a-33 lot# v012126 implanted: (B)(6)2006 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's new ins was not placed due to lead migration. The patient is being referred to a neurosurgeon for removal of old leads and replacement with a paddle lead and new generator. No further information was reported.